Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed for the reported lot and identified no other incidents for the reported single leaflet device attachment (slda) and difficulty in removing gripper line resulting in gripper line break. Potential causes for slda and for difficulty removing the gripper line resulting in gripper line break were considered, including manufacturing, patient morphology/pathology, and user technique. Slda can be a result of manufacturing anomalies, such as the grippers not being able to actuate or clip functionality issues. Difficulty removing the gripper line leading to gripper line break can be a result of manufacturing anomalies, such as damages to the gripper line, obstructions in the lumen coils, or clip functionality issues. Slda and difficulty removing the gripper line resulting in gripper line break may be influenced by challenging patient morphology/pathology, such as vessel tortuosity, a rotated heart, or difficulties with the transseptal puncture, which could result in increased tension on the device. Factors related to user technique which can influence slda and difficulty removing the gripper line resulting in gripper line break include difficulties with visualization, excessive curves on the device, gripper line unwrapping/removal technique (formation of knots/twists), or not following the procedural steps outline in the instructions for use. All available information as investigated and a definitive cause for the difficulty removing the gripper line resulting in gripper line break could not be determined; however, the slda was likely a result of procedural conditions associated with the difficulty in removing the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during removal of the gripper line, the line broke and the clip detached from one leaflet and remained attached to the other leaflet, which required an additional clip as medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and thickened leaflets. The clip delivery system (cds) was advanced to the mitral valve leaflets. Clip deployment was initiated without issue and the mr was reduced to 2-3. After approximately 6-8 inches of the gripper line was slowly removed, resistance was felt, and the line broke. The cds was removed, and the gripper line was then able to be fully removed from the anatomy. During removal of the gripper line, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. One additional clip was implanted to stabilize the slda clip and reduce the mr. With the two clips implanted, mr was reduced to 2+. The patient was confirmed to be stable post-procedure. No additional information was provided.